Event description:
The customer reported the evis exera iii xenon light source spare lamp activated randomly. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
A field service engineer (fse) repaired the device onsite. The fse cleaned the inside of the heavily dusty unit and the device worked as normal. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was not possible to determine whether the indicated phenomenon occurred due to a malfunction of the subject device. The product has not been returned to the repair department and the condition of the product cannot be confirmed. However, the device has been repaired on site by the fse. The device was cleaned inside the light source. Other incoming inspection finding: a large amount of dust in the device. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.